Event description:
Per provided medical records: (B)(6) 2009: pt was implanted with two perfix plugs during an bilateral inguinal, left inguinal lymphadenectomy. Per pt's mother: since the time of implant, the pt has experienced severe pain which is described to rundown both of his legs. The pt can no longer sit or stand for long periods of time. This is reported to be interfering with the pt's ability to ambulate.

Manufacturer narrative:
We have contacted the initial reporter to request additional information. Medical records provided were limited to the operative report from (B)(6) 2009. Based on this information, it is unk whether the device may have caused or contributed to the event. Additionally, no product has been returned. No conclusion can be drawn at this time. See MDR. 1213643-2011-00237 for information related to the other perfix plug implanted on (B)(6) 2009.